Manufacturer narrative:
The actual device has been returned to the manufacturer facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did (B)(4) other reports with the involved product code/lot# combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that the bypass tube was already detached. The following information was provided by the user facility: when the component was unpacked, the bypass tube was already detached and the anchor came out, so the device was not used. A new device was used to continue the procedure. The physician had completed the training process on the device prior to this case. The device was unpacked on a clear and flat surface. Hemostasis was successfully achieved by the second device. There was no impact to the patient.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the evaluation results. One 8fr angioseal sts device was received for product analysis. The device was returned in with the original tray, which contained the arteriotomy locator, hemostatic sheath and guidewire. The angioseal device was returned with the polyfoil pouch. The returned components were subjected to visual analysis. The anchor of the carrier tube assembly was exposed at the distal tip. The collagen appeared to have been expanded as evidence of the enlarged slit that was observed. This could be expected since environmental moisture was present. The ploy foil pouch was partially open. The pouch was opened 2.35" from the distal portion of the pouch. No bypass tube was returned. Without the return of the bypass tube, no assessment could be made to determine if the tube was within specification or not. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. There is no evidence that this event was related to a device defect or malfunction. With no return of the bypass tube the exact cause of the reported event cannot be definitively determined. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.